Event description:
A consumer reported receiving an out of range result on their blood glucose meter when testing the device with high control solution. A review showed that the result was clinically significant to the acceptable range. There was no report of death, serious injury or mistreatment associated with the event.